Manufacturer narrative:
The reported event of high impedance measurement was confirmed via reviewing of the device data. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The report event of high impedance could not be reproduced.

Event description:
During an in-clinic follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead and device. The rv lead and device were explanted to resolve the event. The patient was stable.